Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pains in pelvic zone"), allergy to metals ("allergy to nickel"), arthritis ("severe worsening of arthritis"), spinal osteoarthritis ("serious spondylosis (spondylodiscarthrosis) in spinal column"), bladder disorder ("chronic cystopathy") and fibromyalgia ("fibromyalgia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder cyst. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, naloxone hydrochloride;oxycodone hydrochloride (targin), omeprazole and paracetamol. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), toxicity to various agents ("she was felt poisoned"), abdominal distension ("belly swelling"), headache ("headaches"), adverse reaction ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness"), amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating"), dyspepsia ("indigestion"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), dermatitis contact ("allergy to kathon cg"), cystitis ("cystitis"), inflammation ("abdominal inflammation") and adverse event ("problems caused by nickel (other symptoms)"). The patient was treated with surgery (essure was removed along with her fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, toxicity to various agents, abdominal distension, headache, adverse reaction, myalgia, alopecia, onychoclasis, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, amnesia, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, dermatitis contact, cystitis, inflammation and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, adverse reaction, allergy to metals, alopecia, amnesia, arthritis, back pain, bladder disorder, cystitis, dermatitis contact, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, headache, inflammation, lactose intolerance, menorrhagia, myalgia, onychoclasis, pelvic pain, spinal osteoarthritis, tooth fracture, toxicity to various agents, urinary tract infection, urticaria and vaginal infection to be related to essure. The reporter commented: essure was inserted on unspecified date without previous allergies tests performed. Most recent follow-up information incorporated above includes: on 21-feb-2019: case reported in a laypress: complaints about torment after use of contraceptive, consumer referred that the product has destroyed her life. Events included fibromyalgia, arthritis, cystitis, and memory loss. In addition abdominal inflammation, and problems caused by the nickel (allergic reaction and other symptoms; event allergy to metals upgraded to incident). Consumer commented that she was felt poisoned, mistreated and deceived by essure. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pains in pelvic zone'), device breakage ('the right device was broken at the insertion time'), allergy to metals ('allergy to nickel'), arthritis ('severe worsening of arthritis'), spinal osteoarthritis ('serious spondylosis (spondylodiscarthrosis) in spinal column'), bladder disorder ('chronic cystopathy') and fibromyalgia ('fibromyalgia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder cyst. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, naloxone hydrochloride;oxycodone hydrochloride (targin), omeprazole and paracetamol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), toxicity to various agents ("she was felt poisoned"), abdominal distension ("belly swelling"), headache ("headaches"), the first episode of adverse reaction ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), the first episode of onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture/ rupture of molars"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections / vaginitis"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness / chronic fatigue"), the first episode of amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating / excessve bleeding"), dyspepsia ("indigestion / digestive problems"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), dermatitis contact ("allergy to kathon cg"), cystitis ("cystitis"), inflammation ("abdominal inflammation"), the second episode of adverse reaction ("problems caused by nickel (other symptoms)"), swelling ("swelling"), metal poisoning ("metallosis"), dizziness ("dizziness"), arthralgia ("joint pains"), the second episode of onychoclasis ("rupture and loss of fingernails"), onychomadesis ("rupture and loss of fingernails"), tooth loss ("rupture and loss of molars"), vulvovaginal candidiasis ("vaginal candidiasis"), the second episode of amnesia ("loss os memory"), depression ("depression"), blindness ("loss of vision"), malaise ("malaise"), obesity ("obesity"), groin pain ("groin pain") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy to remove essure remains and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, toxicity to various agents, abdominal distension, headache, myalgia, alopecia, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, dermatitis contact, cystitis, inflammation, the last episode of adverse reaction, swelling, metal poisoning, dizziness, arthralgia, the last episode of onychoclasis, onychomadesis, tooth loss, vulvovaginal candidiasis, the last episode of amnesia, depression, blindness, malaise, obesity, groin pain and migraine outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, back pain, bladder disorder, blindness, cystitis, depression, dermatitis contact, device breakage, dizziness, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, groin pain, headache, inflammation, lactose intolerance, malaise, menorrhagia, metal poisoning, migraine, myalgia, obesity, onychomadesis, pelvic pain, spinal osteoarthritis, swelling, tooth fracture, tooth loss, toxicity to various agents, urinary tract infection, urticaria, vaginal infection, vulvovaginal candidiasis, the first episode of adverse reaction, the first episode of amnesia, the first episode of onychoclasis, the second episode of adverse reaction, the second episode of amnesia and the second episode of onychoclasis to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was inserted without previous allergies tests performed. Hospital stay, permanent disability and psychological damages were mentioned. On (B)(6) 2016: bilateral salpingectomy to remove essure. On (B)(6) 2018: total hysterectomy to remove essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulphate. Computerised tomogram - on (B)(6) 2018: abdomen and pelvis - foreign body of metal density of about 5 mm of diameter located on the front and left side of the uterine body in the ostium of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pains in pelvic zone'), device breakage ('the right device was broken at the insertion time'), allergy to metals ('allergy to nickel'), arthritis ('severe worsening of arthritis'), spinal osteoarthritis ('serious spondylosis (spondylodiscarthrosis) in spinal column'), bladder disorder ('chronic cystopathy') and fibromyalgia ('fibromyalgia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder cyst. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, naloxone hydrochloride;oxycodone hydrochloride (targin), omeprazole and paracetamol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), toxicity to various agents ("she was felt poisoned"), abdominal distension ("belly swelling"), headache ("headaches"), the first episode of adverse reaction ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), the first episode of onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture/ rupture of molars"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections / vaginitis"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness / chronic fatigue"), the first episode of amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating / excessve bleeding"), dyspepsia ("indigestion / digestive problems"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), dermatitis contact ("allergy to kathon cg"), cystitis ("cystitis"), inflammation ("abdominal inflammation"), the second episode of adverse reaction ("problems caused by nickel (other symptoms)"), swelling ("swelling"), metal poisoning ("metallosis"), dizziness ("dizziness"), arthralgia ("joint pains"), the second episode of onychoclasis ("rupture and loss of fingernails"), onychomadesis ("rupture and loss of fingernails"), tooth loss ("rupture and loss of molars"), vulvovaginal candidiasis ("vaginal candidiasis"), the second episode of amnesia ("loss os memory"), depression ("depression"), blindness ("loss of vision"), malaise ("malaise"), obesity ("obesity"), groin pain ("groin pain") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy to remove essure remains and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, toxicity to various agents, abdominal distension, headache, myalgia, alopecia, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, dermatitis contact, cystitis, inflammation, the last episode of adverse reaction, swelling, metal poisoning, dizziness, arthralgia, the last episode of onychoclasis, onychomadesis, tooth loss, vulvovaginal candidiasis, the last episode of amnesia, depression, blindness, malaise, obesity, groin pain and migraine outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, back pain, bladder disorder, blindness, cystitis, depression, dermatitis contact, device breakage, dizziness, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, groin pain, headache, inflammation, lactose intolerance, malaise, menorrhagia, metal poisoning, migraine, myalgia, obesity, onychomadesis, pelvic pain, spinal osteoarthritis, swelling, tooth fracture, tooth loss, toxicity to various agents, urinary tract infection, urticaria, vaginal infection, vulvovaginal candidiasis, the first episode of adverse reaction, the first episode of amnesia, the first episode of onychoclasis, the second episode of adverse reaction, the second episode of amnesia and the second episode of onychoclasis to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was inserted without previous allergies tests performed. Hospital stay, permanent disability and psychological damages were mentioned. On (B)(6) 2016: bilateral salpingectomy to remove essure. On (B)(6) 2018: total hysterectomy to remove essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulphate. Computerised tomogram - on (B)(6) 2018: abdomen and pelvis - foreign body of metal density of about 5 mm of diameter located on the front and left side of the uterine body in the ostium of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pains in pelvic zone'), device breakage ('the right device was broken at the insertion time'), allergy to metals ('allergy to nickel'), arthritis ('severe worsening of arthritis'), spinal osteoarthritis ('serious spondylosis (spondylodiscarthrosis) in spinal column'), bladder disorder ('chronic cystopathy') and fibromyalgia ('fibromyalgia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder cyst. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, naloxone hydrochloride;oxycodone hydrochloride (targin), omeprazole and paracetamol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), toxicity to various agents ("she was felt poisoned"), abdominal distension ("belly swelling"), headache ("headaches"), the first episode of adverse reaction ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture/ rupture of molars"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections / vaginitis"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness / chronic fatigue"), the first episode of amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating / excessve bleeding"), dyspepsia ("indigestion / digestive problems"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), dermatitis contact ("allergy to kathon cg"), cystitis ("cystitis"), inflammation ("abdominal inflammation"), the second episode of adverse reaction ("problems caused by nickel (other symptoms)"), swelling ("swelling"), metal poisoning ("metallosis"), dizziness ("dizziness"), arthralgia ("joint pains"), nail disorder ("rupture and loss of fingernails"), tooth loss ("rupture and loss of molars"), vulvovaginal candidiasis ("vaginal candidiasis"), the second episode of amnesia ("loss os memory"), depression ("depression"), blindness ("loss of vision"), malaise ("malaise"), obesity ("obesity"), groin pain ("groin pain") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy to remove essure remains ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, toxicity to various agents, abdominal distension, headache, myalgia, alopecia, onychoclasis, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, dermatitis contact, cystitis, inflammation, the last episode of adverse reaction, swelling, metal poisoning, dizziness, arthralgia, nail disorder, tooth loss, vulvovaginal candidiasis, the last episode of amnesia, depression, blindness, malaise, obesity, groin pain and migraine outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, back pain, bladder disorder, blindness, cystitis, depression, dermatitis contact, device breakage, dizziness, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, groin pain, headache, inflammation, lactose intolerance, malaise, menorrhagia, metal poisoning, migraine, myalgia, nail disorder, obesity, onychoclasis, pelvic pain, spinal osteoarthritis, swelling, tooth fracture, tooth loss, toxicity to various agents, urinary tract infection, urticaria, vaginal infection, vulvovaginal candidiasis, the first episode of adverse reaction, the first episode of amnesia, the second episode of adverse reaction and the second episode of amnesia to be related to essure. The reporter commented: essure was inserted without previous allergies tests performed. Hospital stay, permanent disability and psychological damages were mentioned. (B)(6) 2016: bilateral salpingectomy to remove essure. (B)(6) 2018: total hysterectomy to remove essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulphate. Computerised tomogram - on (B)(6) 2018: abdomen and pelvis - foreign body of metal density of about 5 mm of diameter located on the front and left side of the uterine body in the ostium of the left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer added as reporter. Essure indication and insertion/removal dates were provided. Events added: the right device was broken at the insertion time, swelling, metallosis, dizziness, joint pains, rupture and loss of fingernails, rupture and loss of molars, vaginal candidiasis, loss of memory, depression, loss of vision, malaise, obesity, groin pain, migraines. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pains in pelvic zone'), device breakage ('the right device was broken at the insertion time'), allergy to metals ('allergy to nickel'), arthritis ('severe worsening of arthritis'), spinal osteoarthritis ('serious spondylosis (spondylodiscarthrosis) in spinal column'), bladder disorder ('chronic cystopathy') and fibromyalgia ('fibromyalgia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder cyst. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, naloxone hydrochloride;oxycodone hydrochloride (targin), omeprazole and paracetamol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), toxicity to various agents ("she was felt poisoned"), abdominal distension ("belly swelling"), headache ("headaches"), the first episode of adverse reaction ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), the first episode of onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture/ rupture of molars"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections / vaginitis"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness / chronic fatigue"), the first episode of amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating / excessve bleeding"), dyspepsia ("indigestion / digestive problems"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), dermatitis contact ("allergy to kathon cg"), cystitis ("cystitis"), inflammation ("abdominal inflammation"), the second episode of adverse reaction ("problems caused by nickel (other symptoms)"), swelling ("swelling"), metal poisoning ("metallosis"), dizziness ("dizziness"), arthralgia ("joint pains"), the second episode of onychoclasis ("rupture and loss of fingernails"), onychomadesis ("rupture and loss of fingernails"), tooth loss ("rupture and loss of molars"), vulvovaginal candidiasis ("vaginal candidiasis"), the second episode of amnesia ("loss os memory"), depression ("depression"), blindness ("loss of vision"), malaise ("malaise"), obesity ("obesity"), groin pain ("groin pain") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy to remove essure remains and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, toxicity to various agents, abdominal distension, headache, myalgia, alopecia, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, dermatitis contact, cystitis, inflammation, the last episode of adverse reaction, swelling, metal poisoning, dizziness, arthralgia, the last episode of onychoclasis, onychomadesis, tooth loss, vulvovaginal candidiasis, the last episode of amnesia, depression, blindness, malaise, obesity, groin pain and migraine outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, back pain, bladder disorder, blindness, cystitis, depression, dermatitis contact, device breakage, dizziness, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, groin pain, headache, inflammation, lactose intolerance, malaise, menorrhagia, metal poisoning, migraine, myalgia, obesity, onychomadesis, pelvic pain, spinal osteoarthritis, swelling, tooth fracture, tooth loss, toxicity to various agents, urinary tract infection, urticaria, vaginal infection, vulvovaginal candidiasis, the first episode of adverse reaction, the first episode of amnesia, the first episode of onychoclasis, the second episode of adverse reaction, the second episode of amnesia and the second episode of onychoclasis to be related to essure. The reporter commented: essure was inserted without previous allergies tests performed. Hospital stay, permanent disability and psychological damages were mentioned. (B)(6) 2016: bilateral salpingectomy to remove essure. (B)(6) 2018: total hysterectomy to remove essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulphate. Computerised tomogram - on (B)(6) 2018: abdomen and pelvis - foreign body of metal density of about 5 mm of diameter located on the front and left side of the uterine body in the ostium of the left fallopian tube. Amendment: the report was amended for the following reason: coding request: rupture and loss of fingernails was split to rupture of fingernails (broken nails) and loss of fingernails (nail loss). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pains in pelvic zone"), arthritis ("severe worsening of arthritis"), spinal osteoarthritis ("serious spondylosis (spondylodiscarthrosis) in spinal column"), bladder disorder ("chronic cystopathy") and fibromyalgia ("fibromyalgia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and bladder disorder nos. Concomitant products included folic acid (acfol), fosfomycin trometamol (monuril), methotrexate, omeprazole, paracetamol and targin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis (seriousness criteria disability and medically significant), spinal osteoarthritis (seriousness criteria disability and medically significant), bladder disorder (seriousness criteria disability and medically significant), fibromyalgia (seriousness criteria disability and medically significant), abdominal distension ("belly swelling"), headache ("headaches"), adverse event ("secondary effects"), myalgia ("muscle pains"), alopecia ("hair loss"), onychoclasis ("fingernails rupture"), tooth fracture ("teeth rupture"), urticaria ("urticaria") with pruritus, urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), dyspareunia ("painful coitus"), fatigue ("extreme tiredness"), amnesia ("memory loss"), menorrhagia ("hemorrhages when menstruating"), dyspepsia ("indigestion"), lactose intolerance ("intolerance to lactose") with diarrhoea, gluten sensitivity ("intolerance to gluten"), back pain ("strong pains in lumbar zone"), allergy to metals ("allergy to nickel") and dermatitis contact ("allergy to kathon cg"). The patient was treated with surgery (essure was removed along with her fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, arthritis, spinal osteoarthritis, bladder disorder, fibromyalgia, abdominal distension, headache, adverse event, myalgia, alopecia, onychoclasis, tooth fracture, urticaria, urinary tract infection, vaginal infection, dyspareunia, fatigue, amnesia, menorrhagia, dyspepsia, lactose intolerance, gluten sensitivity, back pain, allergy to metals and dermatitis contact outcome was unknown. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, amnesia, arthritis, back pain, bladder disorder, dermatitis contact, dyspareunia, dyspepsia, fatigue, fibromyalgia, gluten sensitivity, headache, lactose intolerance, menorrhagia, myalgia, onychoclasis, pelvic pain, spinal osteoarthritis, tooth fracture, urinary tract infection, urticaria and vaginal infection to be related to essure. Diagnostic results: essure was inserted on unspecified date without previous allergies tests performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.997 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.